Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 apr 2026 has been used as a placeholder. The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
Event occurred regarding 15 cm (6¿) appx 0.58ml pressure infusion (400psig) ext set w/microclave clear, rotating luer where the customer reported the following issue: ¿we have received reports of leaks in the two-way valve of several devices¿. Patient involvement is unknown. This complaint is related to (B)(4).